Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump kept alarming no delivery. The blood glucose reading was 168 mg/dl. Troubleshooting was performed. Assisted the caller to run a manual prime and the insulin did exit. The caller mentioned that she has changed the infusion set several times, but the alarm continued. Performed the high pressure test, and the test failed. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.